Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse found bleach contamination in the wash 1 bottle and flushed out the wash 1 bottle, fluid line and performed an auto system prime routine. The customer indicated a new operator had contaminated wash 1 bottle with bleach. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false positive advia centaur cp troponin ultra result was obtained by the customer on a patient sample. The patient sample was repeated on an advia centaur xp system and the troponin result was negative. A negative troponin test result was reported to the physician. Patient treatment was not prescribed or altered. There was no known report of adverse health consequences due to the discordant troponin ultra result.